Event description:
It was reported that, surgeon performed a revision surgery due to anterior knee pain. (Patella exposed and resurfaced according to surgical technique) current implants were inspected. All were successfully implanted. No implants were removed, only one patella implant was added. The patient's outcome is unknown.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, this case reports a patella resurfacing was performed due to anterior knee pain. Per email correspondence, no consent has been granted to provide the requested surgical records and x-rays. Without sufficient supporting medical evidence, the reported event cannot be thoroughly assessed, and a medical assessment cannot be rendered. Should medical/clinical records be provided, the clinical task can be re-evaluated and assessed at that time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, material in use or patient reaction. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.